Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, centrifugal flow sensor latch would not secure on a 3/8¿ tube. Since the event occurred during preventative maintenance, there was no pt involvement.